Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the complaint device was received and evaluated. Visual observation indicates only the inserter with suture attached was returned and the anchor itself was not returned. It can be confirmed that the anchor is broken. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. It was reported that the insertion was not off axis, correct instrumentation was used for prepping bone hole and the patient had a hard bone quality. Without the anchor, the exact location of the break is unknown and a root cause cannot be determined. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is currently unavailable; therefore, the exp. Date is unavailable. (B)(4).

Event description:
It was reported by the affiliate in (B)(4) that during a shoulder repair surgical procedure, it was observed that the tip of the anchor (healix peek 5.5 mm) broke during implantation. According to the report, the surgeon just touched the bone with it and it broke. It was not reported if there were any delays in the surgical procedure. The procedure was completed with same like device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.